Manufacturer narrative:
The field service representative found the detergent cell rinse nozzle tubing was leaking over the reaction disk and into the reaction cells and found white residue on the reaction disk and cells. He replaced the detergent dispense and vacuum tubing, cleaned the residue from reaction disk and cells, cleaned rinse mechanism and nozzles, adjusted the rinse and vacuum tubing, and checked the cell rinse dispense levels. The customer ran calibration, qc, precision, and correlation checks between the analyzers which all recovered within guidelines. The investigation confirmed the issue was resolved by the service actions.

Event description:
The initial reporter received questionable ise indirect gen.2 results from the cobas 6000 c (501) module. The samples were repeated on another cobas c501 module. Patient 1 original sodium result was 163 mmol/l and the repeat result was 147 mmol/l. Patient 2 (male, (B)(6) years) original sodium result was 152 mmol/l and the repeat result was 143 mmol/l. Patient 3 (female, (B)(6) years) original sodium result was 141 mmol/l and the repeat result was 132 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.